Event description:
It was reportable that the octopolar in-line plug was missing from the implantable neurostimulator (ins) package. The procedure was a single lead so a plug was required, and no replacement plug was available in theatre. As a workaround solution the extension packaged with the lead was connected to plug the unused neurostimulator connection, and left looped behind the implanted ins. There was no patient injury, and stimulation appeared satisfactory when the patient was in recovery.

Manufacturer narrative:
Lead: model unknown, lot# unknown, implanted: (B)(6) 2012, explanted: na. Extension: model unknown, serial# unknown, implanted: (B)(6) 2012, explanted: na.